Manufacturer narrative:
(B)(4). The customer reported a mother experiencing a tachycardia and delivering via a c-section while being monitored by philips equipment. The pt refused to be touched or monitored during contractions and was connected to a telemetry device for periods of time. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a mother experiencing a tachycardia and delivering via a c-section while being monitored by philips equipment.